Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) tab would blink yellow and alarm when attempting to turn on the level sensor. The issue resolved after replacing the yellow and red level sensors. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) replaced the level sensor and the level module. The unit operated to the manufacturer's specifications. The level module that was also replaced was part number: 802111, serial number: (B)(4), manufacture date: 28jun2007. This complaint is related to (B)(4) / MFR #1828100-2022-00420.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the yellow level sensor to lab use only (luo) testing equipment. The central control monitor (ccm) displayed a ' sensor disconnected' message when the sensor was enabled, and the sensor icon flashed yellow. The sensor cable was repositioned, and the issue was resolved. The level sensor detected fluid level changes as intended. When the sensor cable was flexed, a disconnect alert returned. It was determined that the yellow level sensor was defective.

Manufacturer narrative:
Updated block.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.